Event description:
Healthcare professional(hcp) reports pt reaction with the first usage of the psn(polysynthane) membrane. Pt experienced the following symptoms 20 minutes into the hemodialysis treatment: respiratory distress, shortness of breath and wheezing. The pt was treated with albuterol 2.5mg, benadryl 50mg intravenously(IV), and solumedrol 80mg IV. The dialysis treatment was discontinued at the time of the event, and no blood was returned. The estimated blood loss was 250cc. The treatment was resumed with a cahp(cellulose diacetate) membrane and completed without incident. The pt was discharged home in stable condition per the hcp.